Manufacturer narrative:
Journal article: stang et al. "Selection criteria for radiofrequency ablation for colorectal liver metastases in the era of effective. Systemic therapy: a clinical score based proposal", bmc cancer 2014, 14:500, http://www.biomedcentral.com/1471-2407/14/500. The device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Reported via journal article. It was reported via journal article that 88 consecutive patients received radiofrequency ablation (rfa) for liver-only colorectal liver metastases (clm) during partial remission (pr), stable disease (sd), or progressive disease (pd) after systemic therapy. All ablations were performed using a 15-gauge needle with 10 expandable hook-shaped electrode tines (leveen) connected with a commercially available rf generator (rf 3000). There were no procedure-related deaths. Adverse events related to the procedure were infected biloma requiring drainage and antibiotic therapy, fever, pain, pleural effusion and a small intrahepatic hematoma.